Manufacturer narrative:
The inari devices were discarded by the user facility or not removed from the patient and are not available for evaluation. One released unit from the same lot was tested. Visual inspection of the packaging and unit revealed no signs of damage or defects. The unit functioned as designed. Tensile testing was performed and the unit failed at 20.030lbf with a break located at 1.32in from the distal funnel. The acceptable pound-force failure is greater or equal to 6lbf. Six rejected samples of the affected lot from production were also tensile tested. Each unit passed production tensile testing. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning: "avoid using excessive force to advance or retract the clottriever sheath and dilator against resistance. If excessive resistance is encountered, remove the device. Excessive force against resistance may result in damage to the clottriever sheath and dilator and/or vessel." Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2025, a 62-year-old male underwent a successful deep vein thrombosis (dvt) thrombectomy using the inari clottriever system. Approximately two months after, on (B)(6) 2025, the patient presented with a second dvt after he had stopped taking his medication, eliquis, and reoccluded. During the visit on (B)(6) 2025, it was identified that the patient had a segment of a clottriever sheath, 13 fr in his popliteal vein, specifically the funnel and small part of the catheter. The decision was made not to remove the funnel as removing it may cause more trauma.